Manufacturer narrative:
The returned iol was received cut in pieces across the optic precluding measurement of the diopter. The diopter result for the serial number affected was reviewed in the manufacturing records. The result showed that the lens was released within specifications. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information available is included in this report.

Event description:
Account reported the intraocular lens was explanted without complication 17 weeks after initial implant. The reason stated was the patient's myopic outcome.

Manufacturer narrative:
The intraocular lens (iol) was received and sent to the manufacturing site for analysis. Investigation is on-going. The device met all manufacturing specifications prior to release. The causal relationship between the device and event has not been determined. All information currently available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.